Event description:
A customer observed a result which was negative with advia centaur xp (B)(6) and reactive by polymerase chain reaction. There are no reports that treatment was altered or prescribed or adverse health consequences due to the (B)(6) result.

Manufacturer narrative:
Siemens followed MDR 1219913-2014-00314 on december 17, 2014 reporting a result which was negative with advia centaur xp (B)(6) and reactive by polymerase chain reaction (pcr). February 27, 2015 - additional information siemens requested the sample for additional testing but the sample was not available. Siemens also requested additional patient history but no further patient history was provided. Without the sample or additional patient information, no conclusions can be drawn. The pcr test picks up rna of the actual virus so it is possible that the patient is recently infected and does not have measurable antibody.

Manufacturer narrative:
The cause of the negative advia centaur (B)(6) results which were positive by pcr is unknown. Siemens requested patient history and inquired as to whether the sample is available for investigation. There is no sample available. The limitations section of the instructions for use states: "a negative test result does not exclude the possibility of exposure to or infection with hcv. Hcv antibodies may be undetectable in some stages of the in infection and in some clinical conditions."